Event description:
It was reported that when the pt placed a family member's cell phone up to his ear, his tremors returned. When the phone was taken away from his ear, the tremors stopped. The pt's status was reported as good. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.